Manufacturer narrative:
One medfusion pump was received with no notice of any external damage. The event history log was reviewed and there was a primary audible alarm post and acu watchdog errors in the history. Start-up and multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated. The speaker will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.